Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining repeatable indeterminate (ind) system codes for troponin (accutni) results on two (2) patient samples generated on the access 2 immunoassay system used in conjunction with access accutni, 2x50 det reagent (lot #121410). As this system code automatically suppresses the results, no erroneous results were reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
The customer indicated that the reagent packs were loaded properly. Specific patient specimen information was not supplied by the customer. Prior to the event on (B)(6) 2012, the customer indicated that the system check met all requirements; however, the accutni calibration yielded high so rlus (internal release specification <16,200). On (B)(6) 2012, accutni calibration failed and the system check failed the wash portion. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and re-calibrated accutni assay and passed. Instrument performance was verified. After the service visit, the customer repeated four (4) patient results and yielded 0.01 ug/l, which demonstrated that the instrument is operating within specification. The ind results were due to an active passed curve on the calibration with high s0 rlus.